Event description:
The customer called for assistance setting the time on the insulin pump. During the phone call, the customer was incoherent with a blood glucose reading of 66 mg/dl. Paramedics were called to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.